Event description:
Orthodontist reported that a piece of enamel down-to-dentin was removed from pt's right central incisor tooth when the bracket spontaneously debonded. Pt thinks the bracket may have debonded while eating. Orthodontist stated that pt's tooth will be repaired with a veneer.